Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a closure top stripped during final tightening within surgery. The closure top was removed and replaced with an alternative closure top to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity), (methods, results, conclusions) - the closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that two closure tops stripped during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report one of two for this event.